Event description:
It was reported that during treatment the patient had the renasys go since (B)(6) 2020, on (B)(6) 2020, a blockage/canister full alarm began and home health was not able to resolve it. Technicians came out and replaced the pump and canister but it was still unresolved. Additionally, at the time of the call the patient had the device open to air, clamps open, no dressing on. Nurse stated the wound has also deteriorated since this has been going on. It is unknown how the treatment was completed.